Event description:
The user placed a 4fr pigtail catheter into the pt to perform a procedure. As he pulled back, the catheter radiopaque pigtail tip broke off from the main catheter. He snared the broken pigtail tip to pull back from the descending aorta and the pigtail broke into 6 smaller bits (friable), which scattered into the right renal artery and some into the superior mesenteric artery. He managed to remove most except one lodged deep into a smaller segment of the artery and one piece went into one of the sacro iliac vessels and managed to close off a hemangioma so that was left in situ. Pt was stabilized in the hospital and due to this occurrence pt has developed necrotizing enterocolitis (nr), will need an additional procedure to be confirmed at a later date.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.